Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-oct-2023 by an health professional, which refers to a 56-year-old female patient. The medical history of the patient included allergy to sulfa. No information about the previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 16 ml of sculptra (lot 1j4753), 8 ml to each side of the neck using 25 1/2-gauge cannula subcutaneously with an unknown injection technique. Sculptra was reconstituted with preserved saline [edetic acid] in the ratio of 16:1. The sculptra was injected to neck (off label use of device) and sculptra was injected using 25 1/2-gauge cannula/reconstituted with preserved saline (intentional device misuse). Two weeks after injection, in (B)(6) 2022, the patient started discussing with the hcp about nodules (implant site nodule) at the injection site on the neck. Initially, the nodules were stiffer but have since softened. Over the past two years, the patient has returned to the clinic for follow-up and received treatment with injections of hyaluronidase [hyaluronidase] 150 u/l along with subcision with saline [sodium chloride], having the first injection in (B)(6) 2023, and kenalog [triamcinolone acetonide] injection. The patient agreed to receive ongoing steroid injections. A more aggressive approach, involving hyperdiluted kenalog 40 was also considered. On (B)(6) 2024, the patient followed up with her hcp, and they discussed the complications of treating the patient with a high dose of kenalog. The patient declined the treatment due to concern about indentations. On the same day, the patient was injected with 10 units of kenalog 40mg/ml using a 31g needle for deep subcision. On (B)(6) 2025, the hcp reported that the nodule was slightly smaller. However, the patient remained concerned about the possibility of needing surgery to remove it. On (B)(6) 2025, the hcp reported that a surgical excision had still not been scheduled, and that the nodules had decreased in size since following the last injection on (B)(6) 2025. Outcome at the time of the report: nodules was recovering/resolving. Sculptra was injected to neck was recovered/resolved. Sculptra was injected using 25 1/2-gauge cannula/reconstituted with preserved saline was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 23-oct-2024 from the same reporter: event (off label use of device) added. Patient demographics, event onset date, outcome and corrective treatment details were updated. V.2 fu received on 05-mar-2025 from the same reporter: the case was upgraded to serious. Information about outcome of event was provided. V.3 fu received on 25-mar-2025 from the same reporter: medical history, event (intentional device misuse), suspect device amount used, needle type, and reconstitution details added. Corrective treatment details were updated. Batch record review results were obtained on 24-mar-2025.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and the long-standing nature of the event, suggestive of permanent damage. The potential root cause is the treatment procedure. Sculptra was used off-label and was intentionally misused concerning reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A trending analysis on the lot was performed to determine the number of medical complaints associated with this specific lot number. To date, two medical complaints have been reported for this lot number. A batch record review was performed. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by an health professional, which refers to a 56-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with sculptra (lot 1j4753) to neck (unknown amount, injection technique and needle type). The sculptra was injected to neck (off label use of device). Two weeks after injection, in (B)(6) 2022, the patient started discussing with the hcp about nodules (implant site nodule) at the injection site neck. Initially, the nodules were stiffer but have since softened. Over the past two years, the patient has returned to the clinic for follow-up and received treatment with injections of hyaluronidase [hyaluronidase] and kenalog [triamcinolone acetonide]. The patient agreed to receive steroid injections. On (B)(6) 2024, the patient followed up with her hcp, and they discussed the complications of treating the patient with a high dose of kenalog. The patient declined the treatment due to concern about indentations. Instead, she was injected with 10 units of kenalog 40mg/ml using a 31g needle for deep subcision. On (B)(6) 2025, the hcp reported that the nodule was slightly smaller, but the patient was still concerned about the possibility of needing surgery to remove it. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Sculptra was injected to neck was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 23-oct-2024 from the same reporter: event (off label use of device) added. Patient demographics, event onset date, outcome and corrective treatment details were updated. V.2 fu received on 05-mar-2025 from the same reporter: the case was upgraded to serious. Information about outcome of event was provided.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. The sculptra was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A trending analysis on the lot was performed to determine the number of medical complaints associated with this specific lot number. To date, only two medical complaints have been reported, including this case and a complaint of device ineffectiveness. To rule out a non-conforming product, a batch record review will be performed. Additionally, a follow-up on the treatment procedure will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.